Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported that had a severe fall the day after thanksgiving, fell from a tree onto concrete on her left side and was told that broke pelvic floor bone in two places. Patient reports was hospitalized for a week, had some type of imaging, maybe MRI. Patient recalls was told that image did capture the implanted system. Patient said while at the hospital the stimulation sensation caused some interference on the heart monitoring equipment. Patient reports that since fall, experienced return of bladder symptoms: wetting and having to wear pads. Patient also mentioned that about 8 weeks ago has noticed a periodic "zap" at ins site depending on patient's posture. Patient said that it only lasts a few seconds, described as like being electrocuted. Patient said is now using a walker and will be starting physical therapy. Patient asked about reprogramming, said that just got external devices out and is charging them up. As equipment wasn't charged yet, reviewed therapy information and general programming guidance. Patient to connect to implant once external devices are charged up, write down the current setting and make slight adjustment. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient said they moved to (B)(6) and doesn't have a new managing hcp for implant yet. No further complications were reported at this time

Event description:
Additional information was received from the patient. The patient called back repeating previous event details and fall. Patient services recommended patient work with their managing physician to check lead status and address patient concerns. Patient services reviewed general handset and communicator use per patient request.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.